Manufacturer narrative:
This device was returned to mmdg for evaluation. The administration set that was received in conjunction with the pump named in the complaint was received in used condition and without its original packaging. Because the packaging was not available no identifying device number or lot number was available. During the investigation, the pump operated as expected. The administration set was also tested and was found to be under infusing.

Event description:
The initial reporter stated that the pump was alarming low volume. They also stated that the administration set that was used with the pump would be returned to mmdg for investigation with the pump. They also stated that there was no impact to any patient because no patient was involved. [(B)(4)].